Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) homechoice cassettes leaked. It was further reported that ¿when priming, the water squirted into the tubing on the cassette¿ (no further detail). There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
One sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing, including leak testing, clear passage testing, and clamp function testing, was performed with no issues noted. The reported condition was not verified. The remaining two samples were not received for evaluation; therefore, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.